Event description:
It was reported that while a patient was on veno-venous support with a quadrox-ID adult oxygenator, the clinicians had the perception the oxygenator lacked "efficiency." The oxygenator had been in use for 24 days of support. Upon commencement of weaning the patient off support, the fio2 was turned down. When turned back up the next day, the oxygenator did not perform as it had previously. Additional information received (B)(6) 2014- the patient's condition had declined some overnight. Returned to 100% and p02s were running mid 200s. The patient exhibited high acidois and the doctors were stumped as to where it was originating from. Ref#: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The reported lack of efficiency was caused by exceeding service/shelf life of the quadrox-ID oxygenator. It had been used for 24 days; however, it is clearly stated in IFU g-152 2013-09, page 4 "the application duration is limited for 6 hours," the sample has not been received for evaluation. A supplemental medwatch will be submitted when additional information becomes available.